Event description:
It was reported that the ventilator had an error code indicating machine and proximal pressure sensors failed. The issue occurred during setup with no delay noted. The customer inspected the device and confirmed the reported issue. Upon a follow-up, the customer reported that the control board, data board and ribbon cable were replaced to address the reported issue and the unit was return to use.